Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the blue housing of pk dissecting forceps instrument was noted to be loose. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed confirmed the customer reported failure mode with the following clarification: the damaged component was a broken pitch cable that made the disks the back of the blue housing loose. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.